Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation capacitor c10 on the monitor c/a board was shorted, causing the service code. The root cause for shorted c10 capacitor could not be positively identified. No adverse event resulted from the shorted c10 capacitor could not be positively identified. No adverse event resulted from the shorted c10 component. The pt received a replacement monitor.

Event description:
Download data from a (B)(6) male pt revealed a service code 110. Zoll customer support contacted the pt and issued him a replacement monitor.